Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead impedance had increased over the past year. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.